Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the healthcare professional via a company representative regarding a patient receiving fentanyl (50 mcg/ml at 9.6 mcg/day) and bupivacaine (30 mg/ml at 5.7 mg/day) from the implanted pump. The indication for use was spinal pain. It was reported that the patient missed their refill appointment and their pump had been empty since (B)(6)2015. It was reported that a bridge bolus was being programmed because the hcp was changing the drug to only bupivacaine (30 mg/ml at 5.7 mg/day).